Event description:
A positive advia centaur ultra troponin patient result was reported to the physician. The sample was repeated and the troponin ultra result was negative. Heparin was administered to the patient based on the positive troponin ultra result. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discordant ultra troponin results was due to the dispense 1 and aspirate wash valves not functioning properly. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.